Manufacturer narrative:
(Wound dehiscence) - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for this patient. See also medwatch 2210968-2010-00023. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a cyst removal procedure on unk date. The patient experienced a reaction, and a wound dehiscence on an unk date. There is no additional information known.